Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high-level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The result of the additional microbiological testing was as follows: the biopsy channel: no microbial growth (<1cfu/100ml). The suction channel: no microbial growth (<1cfu/100ml). The air/water channel: no microbial growth (<1cfu/100ml). The auxiliary water channel: bacilli gram positive (5cfu/100ml). The testing result cleared (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for following bacteria. The auxiliary water channel: pseudomonas aeruginosa (17cfu/100ml). The air/water channel: pseudomonas aeruginosa (>334cfu/100ml). The biopsy channel: aeromonas hydrophila (>200cfu/100ml). The aspiration channel: pseudomonas aeruginosa(>200cfu/100ml). The subject device had been disinfected using non-olympus automated endoscope reprocessor (soluscope series4). There was no report of patient infection associated with this report.